Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 045) issue: patient states that they are receiving high alerts more frequently because of the previously reported issue (ant icon appeared in place of cgm readings). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/06/2016 with the following findings: a review of the pump¿s black box showed multiple ¿no antenna¿ warnings. During investigation, a test transmitter paired successfully with the returned pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No ¿ant¿ icon or other warnings occurred during testing. The pump¿s cover was removed; no intermittent condition was found to the cgm module or to the printed circuit board. The complaint was not duplicated during investigation. Unrelated to the complaint, investigation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.